Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (remaining insulin reading) issue. The reported stated that the remaining insulin reading calculated that more insulin remained in the cartridge than was actually present. The pump was allegedly incorrect in the reading by more than 20 units, and the difference was noted at the end of the cartridge use. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during testing, the pump powered on properly. A rewind step was completed successfully with no errors. A cartridge was filled with 40 units of insulin, and the pump recognized the volume appropriately. 10 units of insulin were successfully primed, and the pump correctly displayed that the cartridge contained 30 units. A 10 unit bolus was performed and the pump accurately displayed 20 units remaining in the cartridge. A 10 unit audio bolus was also performed, and the pump accurately detected the remaining insulin. None of the keypad buttons were hyper responsive. The complaint of an inaccurate remaining insulin reading was not duplicated. Unrelated to the complaint, the battery compartment was observed to be cracked. A battery cap was not returned with the pump. A test battery cap was used to complete investigation.